Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the inner packaging appeared to be distorted with a protruding seal. It looked like air got into the box and it was compromised. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Event description:
There is no further information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6. -visual evaluation of the provided photos/returned product found the sterile packaging exhibits damage that is visually consistent with thermal damage. Evaluation of the blister seals found both the inner and outer seals are intact. Sterility is considered not breached. -review of the device history records identified no deviations or anomalies during manufacturing. -medical records were not provided. -the root cause of the reported event can be attributed to transit damage. The cause of thermal damage in the apac region is occurring in transit and storage conditions from the time a package leaves the manufacturing site to the time it arrives in the distribution center. -complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.